Event description:
It was reported the lead was replaced due to oversensing, impedance fluctuations and apparent fracture that involved both the pace/sense portion of the lead and the hv coils of the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; proximal segment returned and analyzed. Other: it was reported the lead was replaced due to oversensing, impedance fluctuations and apparent fracture that involved both the pace/sense portion of the lead and the hv coils of the lead. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, oversensing.